Event description:
The customer reported that while the unit was in use on a pt, the unit stopped pumping and generated the message "low vacuum". The pt was switched to another unit and therapy was continued. The pt was later placed on an lvad (left ventricular assist device).

Manufacturer narrative:
The co rep was unable to duplicate the reported problem. He replaced the expired safety disk and performed a scheduled preventive maintenance. He also rebuilt the compressor, which was indicated due to the number of operating hrs on the pump. The unit was tested to factory specs. It functioned normally, and was returned to the customer.